Manufacturer narrative:
The pump had missing segments due to bleeding lcd glass. The pump passed the operating currents measurement, unexpected restart error, displacement, rewind, basic occlusion, prime, and excessive no delivery tests. The pump had minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump screen had missing segments. The screen had developed little black dots. The customer's blood glucose level was 113mg/dl. The customer was advised the pump would be replaced and returned for analysis.